Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow-up and the device was post-paced t-wave oversensing. Programming changes were made. Subsequently, via remote transmission the post-paced t wave oversensing was observed again. The patient presented to clinic with shortness of breath and fatigue. Additional programming changes were made. The patients condition is good after the event.